Event description:
It was reported that pump experienced malfunction alarm identified by malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue pump use and to call back if malfunction alarm appeared again.